Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h6. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a definitive root cause for ''image is not displayed intermittently'' could not be determined. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned. Technical support provided troubleshooting identifying that the light source showed 500 hours, and although the unit has been discontinued, the lamp was available for repair. Per technical support, the reported issue could not be reproduced and did not reoccur. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center would intermittently have no image when the unit had been on for a while. There were no reports of patient harm.